Event description:
The customer reported that the ventilator fio2's were off 8-10 percent. After the cell was replaced it was off 3 percent and the customer could not calibrate it. After use the fio2 would go out of range until it would not calibrate. No pt involvement.

Manufacturer narrative:
(B)(4).